Event description:
During attempted implant, the lead became dislodged when attempting to implant on the his bundle. A different lead was successfully implanted in the right ventricle to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted by applying torque directly to the connector pin. The full helix extension length was measured to be within specification. Visual and x-ray inspections of the lead did not find any anomalies.